Event description:
The customer reported unable to acquire 12 lead ECG. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported unable to acquire 12 lead ECG. There was no reported adverse pt impact. The philip field service engineer evaluated the device and was unable to recreate the reported problem. No trouble was found. The device passed all performance and assurance testing and was returned to the customer.